Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. It was not possible to see the stent during the procedure on the x-ray, and it was not discovered at all. However, it was assumed that the stent must have been dislodged from the balloon outside the patient and stayed inside stylet. Details on date of event, size and lot number are unavailable.

Manufacturer narrative:
Combination product: yes. Only the product name (i.e. No size, no lot, no ref) and an event description were provided. The event date was not reported. The complaint instrument was not returned. Images of the case such as angiographies or ivus records could also not be obtained. Therefore, no complaint investigation could be performed. It should be noted that the IFU advises the user to visually check the stent crimping for uniformity, no protruding struts, and centering on the balloon and verify that the stent is positioned between the proximal and distal balloon markers, and not to use if any defects are noted.